Manufacturer narrative:
(B)(4). Evaluation results: (death), (history of copd). Conclusion: (history of copd).

Event description:
An endurant stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approx 1 month ago. Aneurysm and vessel morphology were not a factor. The stent grafts were successfully implanted in the pt. It was reported six days post stent graft implant procedure the pt expired due to copd exacerbation. No additional clinical sequelae were reported. (Ref MFR # 2953200-2011-00617 and 2953200-2011-00618).